Event description:
During baxter's evaluation of a spectrum pump, it was found to have burn damage. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the observed burn damage on the end caps of components on the processor printed circuit board caused by the attempted re-soldering of a broken connection on the processor printed circuit board. The processor printed circuit board was replaced.